Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had multiple no delivery alarms. The customer reported that this had been a recurring issue over the past several months, but that three had occurred on the day of the call. The customer stated that the no delivery alarms occurred during manual priming. During troubleshooting, the customer performed a set change and insulin did exit the tubing. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.